Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data, including dates continued: (B)(6) 2014: ck-mb=5 u/l, normal upper limit 16; (B)(6) 2014: troponin I=2.56 ng/ml, upper reference limit 0.06; (B)(6) 2014: ECG=no myocardial infarction. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with placement of a 3.0 x 23 mm xience prime stent in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient was re-hospitalized and died due to unknown causes. No additional information was provided.